Event description:
G1 po 42 weeks gestatin. Patient had been having rare variable decelerations and had begun to progress well in the early active phase of labor. A scalp electrode was placed and later an intrauterine pressure catheter was placed into postition. After the catheter placement, the mother developed a marked fetal bradycardia of between 21 and 27 audibly and visibly. This did not respond to oxygen, fluid or position change. The catheter was removed and the fetal bradycardia promptly disappeared.